Manufacturer narrative:
H10: the actual device and video were received for evaluation. The visual inspection of the provided video showed the leakage of the product during treatment. The visual inspection by naked eye of the product showed that the product was wet. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The cause is a crack in the welding zone. The production parameters for the product were reviewed and these were within the specifications. The cause of the defective welding zone could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that at the start of dialysis with one unit of theranova 400, dialysis fluid was observed to be leaking from the top packing of a theranova 400. There was no report of patient injury or medical intervention associated with this event. No additional information is available.